Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/26/2016 with the following findings: during testing, it was observed that the battery compartment was cracked. A load step malfunction was occurred during the investigation. During the load step of testing, the piston pushed up until the cartridge was empty. The force sensor calibration test was performed and failed. The force sensor was removed and tested and the resistance value was out of specification. There was also moisture found on the force sensor pins and plate. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a load step malfunction, a failed forced force sensor calibration and moisture ingress in parts of the pump. This report is made based on results of investigation completed on 10/26/2016.